Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the bronchovideoscope tested positive for 6 colony forming units (cfus)/10 ml of staphylococcus hominis and staphylococcus epidermis. The device was reprocessed and sampled again seven days later. The device tested positive for 2 cfus/10 ml of micrococcus species. The rinsing fluid of the instrument channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: distal end, cfu: no detection, bacterial identification: staphilococcus epidemidis. A review of the information in the reprocessing procedure provided by the user did not provide any information that could be used to determine deviations from the IFU. The device evaluation found insertion section coating peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event may have occurred by the following stress applied to insertion section: physical stress such as scrabbing, hitting insertion section or chemical stress from reprocessing unrecommended in IFU or stress from poor storage environment. The relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.